Manufacturer narrative:
(B)(4). The customer reported the battery shows fully charged on ac power but when the device is unplugged the device failed to power up on battery power. This was during installation and there was no pt involvement. The philips field service engineer isolated the issue to the battery. The battery was replaced which resolved the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the battery where the device failed to power up on battery power.

Event description:
The customer reported the battery shows fully charged on ac power but when the device is unplugged the device failed to power up on battery power.